Event description:
Was reported by the customer that a new braun thermoscan 6000 overheated and burned a staff nurses hand. This event has been captured in hillroms complaint handling system under (B)(4).

Manufacturer narrative:
The thermoscan pro 6000 ear thermometer is indicated for the intermittent measurement of human body temperature for patients having ages ranging from normal weight (full term) newborn to geriatric adults in a professional use environment. The probe cover is used as a sanitary barrier between the infrared thermometer and the ear canal. The pro 6000 technology reads the infrared energy emitted by the tympanic membrane and surrounding tissues to determine the patient¿s temperature. To help ensure accurate temperature measurements, the sensor itself is warmed to a temperature close to that of the human body. When the thermoscan is placed in the ear, it continuously monitors the infrared energy until a temperature equilibrium has been reached and accurate measurement can be taken. The device IFU states do not damage probe lens window. Avoid touching probe lens window except when cleaning. The probe lens window must be kept clean, dry and undamaged at all times to ensure accurate measurements. If probe lens window is damaged return for service. It was reported by the customer that a new braun thermoscan 6000 overheated and burned an employee. Follow-up attempts were made with the customer and confirmed it was the patient who noted that the probe tip was hot as the nurse went to insert and take their temperature. The patient pulled away and the nurse withdrew the thermometer. The patient received no injury. The nurse then put the probe against the palm of her hand to check the surface temp of the probe tip (it still had a cover on it) and received a superficial burn to the palm of her hand. Basic first aid occurred with running the hand under cold water and no ongoing wound care was required. The customer reports the device has been taken out of use and hillrom has arranged for pick up from the customer to the service center for inspection by a hillrom technician. If any new relevant information is received from the inspection, it will be addressed accordingly. First-degree (superficial thickness) burns involve only the top layer of skin. They are painful, dry, and red; and blanch when pressed. These burns do not form a blister and generally heal in three to six days without any scarring. A superficial burn is not considered a serious injury for the reasons noted above. However, the reported malfunction could lead to a serious injury if the malfunction were to recur therefore, hillrom considers this complaint reportable.